Event description:
A surgeon reports a pt is experiencing visual disturbances following intraocular lens (iol) implant surgery. Pt describes a "flickering" horizontal temporal phenomenon similar to a dark shadow. Follow-up revealed the pt has recently developed a strong migraine like pressure (pressing inwards) on the temporal side of the implanted eye which is relieved temporarily with migraine medication. The iol was removed and replaced with a different model in 2005. Symptoms have resolved and bcva has improved from 20/40 to 20/25 on postop day #1.